Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The defects reported by the customer has been verified and repaired using the measures listed in the "proof of repair". Mechanical upgrade performed. Unit is not calibrated correctly. Motor defective: replaced. Defective motor cable replaced. Keypad faulty: replaced. Keyboard pcb replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test according to iec 60601-1 completed. Functional test according to test procedure completed. Unit safety test (iec60601-1 / din en 62353) performed according to manufacturer's final test procedure with reference accessories. The device has been repaired. A possible root cause for the failures listed by the service center could not be determined at this time. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on april 18, 2013 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. A review of the depuy synthes mitek complaints system revealed no complaints of any type for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
Elsg repair. RMA (B)(4). Repair of unit. Unit is defect. Description of failure: don´t work buttons. Device error message: no other information available. Indication: when was the problem discovered? Pre-operatively. Surgical delay? None/no patient harm indicated.